Event description:
It was reported that a spectrum iq pump had no sound from speaker. The event happened during inbound checks after getting pump back from fa software update at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'no sound from speaker after coming back from sw update' which was reproduced during evaluation as low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose speaker on rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.